Event description:
The manufacturer received information alleging, the device did not pass the evaluation process for the following; initial power up and rtc offset. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device did not pass the evaluation process for the following; initial power up and rtc offset. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirm initial power up. The device operated and alarmed as designed. Inlet air path assembly and removable air path foam was replaced per remediation. The device passed all testing. It was noted that the device was not needed for inventory and the unit will be scrapped.